Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-03337.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-03337. It was reported that patient was unable to experience adequate therapy. Drg lead at t12 level displayed high impedances. X rays revealed lead fracture. Surgical intervention was undertaken on (B)(6) 2019, wherein both the leads were explanted and replaced. Therapy was restored post-operatively.